Manufacturer narrative:
Analysis received the unit with blank display due to corroded electronic assembly. Analysis was unable to confirm signal too low alarm or no delivery alarm. Also, there was a corroded motor assembly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 351 mg/dl at the time of incident. The customer stated the insulin pump received signal too low, no delivery, battery out limit, and no power alarms. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.